Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the main access window on panel side b, the zipper slider body is open. Note: posey instructions for use has a warning statement: always use the zipper pull-tab to open the zipper. Never rip the access panel open because it will damage the slider and prevent the zipper from closing securely. (B)(4).

Event description:
The customer reported that when the zipper is in the upright position, the zipper separates from its track. This was discovered while in use with a pt, however, there was no pt incident or injury.